Manufacturer narrative:
The device has been received and the investigation is in progress but have not been completed. Once the investigation has been completed, a supplemental report will be submitted with the results of the investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal segment of the flow diversion device would not open. It was noted that the rest of the device fully opposed the vessel wall except for the distal segment. The flow diversion device was deployed more than 50% and attempts were made to open the device by re-sheathing the device twice, but without success so the device was removed from the patient. It was noted that the pipeline was deployed on a slight bend but nothing that should have prevented it from opening. No patient injury was reported as a result of the procedure. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 4.21mm by 2.0mm located in the distal ophthalmic segment of the ica. The distal and proximal landing zone was 4.21mm by 4.25mm. The patient¿s vasculature was normal in tortuosity. The patient was on dual antiplatelet therapy. The reported device and ancillary devices were prepared as indicated in the IFU. The microcatheter was flushed as indicated in the IFU. Ancillary devices: chaperon microvention guide catheter, sofia 5fr 115 microcatheter.

Manufacturer narrative:
The pipeline flex shield was returned for analysis. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing was intact with no signs of elongation. The distal end of the pipeline flex shield braid was found fully opened with severely frayed; while the proximal end of the braid was found fully opened with no damage. No bends were found on the pushwire. No defects were found with catheter, tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis finding, the report of failure to open at the distal end could not be confirmed and the event cause could not be determined, as the distal end of the returned pipeline flex shield braid was found fully opened with severely frayed. However, the cause for damage could not be determined. In addition, the proximal end of the braid was found fully opened with no damage. Possible contributing factor of failure to open at the distal end include patient¿s vessel tortuosity and damaged braid. However, the patient¿s vessel tortuosity was reported as normal. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.